Event description:
The user facility reported a patient was admitted in with acute myocardial infarction/cardiogenic shock. The patient had a poor therapeutic prognosis and the use of the impella cp represented a last resort attempt. The impella cp was implanted for the mechanical circulatory support, and while receiving support, the patient experienced a femoral access site hemorrhage. The repositioning sheath was not positioned correctly as the blue suture pad was not properly secured. The sutures were replaced, and the repositioning sheath and the impella cp were repositioned. However, therapy was discontinued on the 16th hour after support was started, and the patient expired. Medical safety review of the event note there is not enough information to associate use of the device with the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely use issue since the blue hub is abound 10 from the groin side away. G1-corrected MFR site name and address h6 component code 4755 changed to 925.